Event description:
Nurse was administering chemo to pt via filter. Pt noticed a few drops of chemo leaking from the filter disk on IV tubing. Pt placed a washcloth around tubing. Rn changed out filter tubing and no add'l leakage was noted. Pt did not get any on skin. Pt stated a drop may have gotten on his jeans but did not see any drops upon assessment (chemo is dyed red and would have left a colored spot). Md notified no changes needed. Verification occurred that leakage is from filter, not end of tubing.